Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/05/2018 with the following findings:  during investigation, the battery compartment was found to be cracked along the side of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on (B)(6) 2018.